Manufacturer narrative:
Based on the claim against the product by the customer noting usm had resistance on insertion axis, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed and found to have resistance/stiffness. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a test platform and passed lissajous, agc current, sine cycle, and friction tests. As a fix the ball screw assembly, insertion rotor, linear rail, and input gear will be replaced as a fix to the reported issue. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator (usm) was experiencing resistance on insertion axis. The isi fse went on site and was able to reproduce the customer reported resistance on the usm. The isi fse replaced the usm to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) was experiencing resistance on insertion axis. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no related errors. The isi tse advised that the resistance could be related to the reducer on the universal surgical manipulator 2 (usm) or there could be an obstruction on the rail of usm 2. The site was moving forward with case and was planning to continue to monitor the situation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.